Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. Also, the left ventricular (lv) lead had high thresholds with high outputs. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) - 5071 implantable pacing lead implanted: 2009-(B)(6), 4076 implantable pacing lead implanted: 2009-(B)(6). (B)(4).